Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/31/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One empty labeled winding former, one suture and one detached needle were received for analysis. Product code sxpp1b407. Upon investigating the sample, a short insertion was observed at the end of the suture. Visual inspection concluded that the needle and suture were detached, as the insertion end of the suture did not meet the specified requirements. Based on the information currently available, the short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2025 and barbed suture was used. During a caesarean section, it was found when the package was opened that the needle had been detached from the suture. This event was found before use. It was not a control release needle. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.